Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) and the lens was noted to be torn. The lens was removed with no reported patient injury.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.